Event description:
It was reported that the vascular stent was found to be twisted and fractured approximately six months post implantation in the sfa. Due to a thrombus in the sfa, no attempt for re-canalization of the stent was made. A bypass surgery was performed.

Manufacturer narrative:
Neither the product catalog number nor the lot number of the subject device have been provided; therefore, a device history record review could not be performed. The investigation is currently underway.